Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Follow instructions for forming - wore mouth guard for 3 nights. On the 4th night, the mouth guard separated between the 2 halves reason unk. After discussion. W/customer on (B)(6) 2013 was told to complete this form and return mouth piece for replacement. Had informed customer service that receipt and box was discarded after purchase.